Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found partial lead was returned with the connector portion in one piece, measuring 11.4cm. A full breach degradation of the outer insulation was noted at 4.5cm to 4.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.